Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had power button did not turn on and looseness at connector section. The issue was found during inspection for use. There were no reports of patient harm.